Event description:
Complainant alleged that while attempting to defibrillate a female patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the patient subsequently expired. Complainant indicated that the electrode pads were subsequently discarded.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.